Event description:
It was reported that while trying to treat a lesion in a tortuous, calcified circumflex, the stent dislodged from the balloon in the left main. This occurred during the attempt to withdraw the device from the vessel after it was unable to cross to the lesion. Several attempts were made to snare the separated stent, but they were unsuccessful. A balloon was re-advanced through the stent and was repositioned in the proximal circumflex artery, where the stent was deployed proximal to the lesion site.